Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
It was reported that on (B)(6) 2011, the patient underwent the tha surgery. The surgery was completed successfully. After the surgery, on an unknown date, the patient underwent mom revision surgery, because it was found that recurrent dislocation had occurred. The cause of recurrent dislocation was not due to armd but excessive anteversion during initial placement. The hospital performed a pathological examination of the patient¿s blood, but the patient was not diagnosed with armd. The surgery was completed successfully. No further information is available. CAPA ((B)(4)) has been created for this late report. Doi: (B)(6) 2011, dor: unknown, unknown side.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.